Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product: 5076-52 implantable pacing lead (B)(6) 2010. Concomitant product: 6947 implantable tachy lead (B)(6) 2010. Concomitant product: 4196 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 80% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached end of life (eol) due to premature battery depletion. Therefore, the device was removed and replaced with a new device. It was noted that the patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.